Event description:
The advocate stated that the customer had been receiving high glucose readings. While troubleshooting, she performed control tests and received results of 196 and 189 mg/dl. The normal control range was 101-139 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab received 9 sensors in a bottle. They also discovered control test solution in the bottle and on the sensors. Control tests were performed on 2 of the lesion contaminated test strips. One strip read e2, the other read 323 mg/dl high, out of specification. Performance was satisfactory using iqa retension reagent.